Event description:
It was reported that the patient developed a hematoma in the device pocket area. Device detection was disabled during the surgical procedure and that during the procedure, the device audible alerts could be heard. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.